Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support. Based on the returned condition of the device, the reported complaint was confirmed for "insulation - peeled." Specific action for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation peeled off from the jaws of the harvesting device. The hospital did not report any pt effects.